Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. After the service visit, the analyzer was running according to specifications.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results on their modular analytics core analyzer. The customer could not provide any chloride results, but did provide results for three patients with discrepant sodium results that were reported outside the laboratory. The customer repeated the patients' samples on another analyzer. The repeat results were considered correct and reported outside the laboratory. The first patient's initial sodium result was 122 mmol/l. The repeat result was 137 mmol/l. The second patient's initial sodium result was 120 mmol/l. The repeat result was 138 mmol/l. The third patient's initial sodium result was 122 mmol/l. The repeat result was 134 mmol/l. There were no adverse events. The sodium electrode lot number and expiration date were requested but not provided. The field service representative found issues with the sample probe and tubing flair. He ran some samples through the device with higher than normal variation in the results. He replaced the sample probe and re- flared the tubing end between the sample syringe and the sample mechanism. He ran a precision test that passed. Ise checks were within specifications. The customer performed calibration and quality control with results within the acceptable limits.